Manufacturer narrative:
Of the 183 allegations of a malfunction, 85 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a single component failure causing short battery life.

Event description:
This report summarizes <noe> 183</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-84 years of age and between 26 and 255 pounds. Of the reported patients, 64 were male, 119 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 5 pumps were returned and investigated. There were zero instances of battery life damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in q2 2016 9 pumps were returned and investigated. There were 2 instances of battery life damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 183 allegations of a malfunction, 85 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a single component failure causing short battery life.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 183 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-84 years of age and between 26 and 255 pounds. Of the reported patients, 64 were male, 119 were female, and 0 were unknown.